Event description:
The customer reported that the system locked up and failed to properly save patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly were evaluated and replaced. The cd disk drive was also replaced and system software was also reloaded during the service event. The system was tested and found to be working as intended and returned to service.